Event description:
Reporter alleged the customer obtained the results of 326 mg/dl and 144 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer did not drink water as she normally would because of the 144 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.